Event description:
It was reported that piece of the nacl bag fell inside the patient. Please note that the piece was removed and the procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: piece of the nacl bag falling inside the patient. Probable root cause: 1. Material/design error. 2. Manufacturing/assembly/ service error. 3. Excessive user force. 4. Severe shipping conditions. 5. Disposable tip rubbing against product. 6. User error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that piece of the nacl bag fell inside the patient. Please note that the piece was removed and the procedure was completed successfully.

Manufacturer narrative:
Device code grid was updated to material puncture/hole, device code 1504.

Event description:
It was reported that piece of the nacl bag fell inside the patient. Please note that the piece was removed and the procedure was completed successfully.